Manufacturer narrative:
To date, the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on slit lamp measurement, the intraocular lens (iol) was 100 degrees on (B)(6) 2017, versus the intended operative placement of 90 degrees on (B)(6) 2016. The event was not reported as a patient or doctor complaint. The patient's best corrected distance visual acuity (bcdva) was 20/20 on his right eye (od) on (B)(6) 2017. The lens remains implanted. Patient is doing well. The outcome does not significantly interfere with activities of daily life. Patient was happy and seeing well. The surgeon did not feel it was a problem. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.